Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he would receive a battery out limit alarm every time he would change the battery, and he was not waiting for more than ten minutes to put in a battery. There were also low battery and off no power alarms that had been received. Customer's blood glucose was 55 mg/dl. During troubleshooting, customer was instructed to insert a new battery in less than one minute. The insulin pump did alarm again with a battery out limit. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No battery alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.